Manufacturer narrative:
The factory has not yet received the device for evaluation and this complaint is still under investigation.

Event description:
The customer reported that the unit was getting a recurrent defib failure. Cycle power error message when doing a discharge test.